Event description:
During a gastric bypass procedure, the device malfunctioned. Used another like device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass, right side fully fired and left side 1/4 partially fired. However, the cartridge noted to have several b-form staples clustered at the proximal end wedge and knife slots and therefore, causing the wedge band bypass to occur. The instrument was tested for functionality with a test cartridge and it fired conforming; however, the cut line was noted to be jagged.